Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the stapler did not function properly. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. B3: only event year known: 2025. D4: batch # a97d9a. Additional information was requested, and the following was obtained: 1. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? 2. Reload would not stay seated. Reload repeatedly popped out before being placed in body until new gun was opened and used. 3. If yes: did the device deliver any staples? N/a. 4. If yes, were the staples formed properly? N/a. 5. If yes, was the staple line complete? N/a. 6. Did the device cut? Device was never inserted into patient body. 7. If yes, was the cut line complete? N/a. 8. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? 9. Was there any difficulty opening the device? N/a. 10. If yes, how was the device removed from the patient? N/a. 11. If yes, did the jaws eventually open? N/a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device batch number a97d9a, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.